Event description:
During the (pci) percutaneous transluminal angioplasty procedure to treat the (rca) right coronary artery, the physician tried torquing the catheter and it would not torque inside the patient's body. The physician noted that the catheter had been flattened and stretched. Therefore, the physician removed the catheter and sheath together. The sheath was also stretched and flattened. Additional information indicated that the products were not damaged prior to the procedure. The aorta was not tortuous and the target vessel did not have an anomalous take-off, however, the access site was a little tortuous. Nevertheless, the account did not believe it was enough to cause the reported event. Both products were removed from the patient, and pressure was held until hemostasis was obtained. The patient returned the following day to complete the procedure performed from the brachial artery.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.